Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following valve deployment at a depth of 3 mm on the non-coronary cusp and 0 mm on the left coronary cusp (lcc) the valve dislodged into the aortic sinus. Per the physician, the dislodge was caused by fibrotic tissue and the shallow implant depth on the lcc prior to release. Following the dislodgement, both paravalvular leak and central aortic insufficiency were noted. Subsequently, a second valve was implanted into the patient below the dislodged valve. The event resulted in a 20-minute procedural delay. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two static images were provided for review. Depth assessment was performed just prior to the point of no recapture. Depth was approximately 3-4mm on the non-coronary cusp in the cusp overlap view. An angiogram was performed in the lao view; however, the pigtail catheter seemed to have been positioned in the right coronary cusp and the amount of contrast given was barely enough to visualize depth on the left coronary cusp which appeared to be near 0mm, as reported. As stated in the instructions for use, the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. A bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system retrieval, or post-implant dilatation. In this case, a recapture was warranted, and it was reported the valve dislodged after release. Images of the dislodgement event were not provided for review. The patient¿s executive summary was not provided for anatomical review. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following valve deployment at a depth of 3 mm on the non-coronary cusp and 0 mm on the left coronary cusp (lcc) the valve dislodged into the aortic sinus. Per the physician, the dislodge was caused by fibrotic tissue and the shallow implant depth on the lcc prior to release. Following the dislodgement, both paravalvular leak (pvl) and central aortic insufficiency were noted. Subsequently, a second valve was implanted into the patient below the dislodged valve. The event resulted in a 20-minute procedural delay. No additional adverse patient effects were reported. Additional information was received that the pvl and central aortic insufficiency were both moderate in severity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.